Event description:
It was reported that the tip of the light source cord with light on it that was used with the subject device was burning the drape and approaching the patient's skin underneath. The event occurred during a therapeutic hysteroscopy and polypectomy for endometrial polyps that was able to be completed after removing the device from the drape. There were no reports of serious harm and no medical intervention was required.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, h2, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction could not establish. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.